Event description:
Patient said sometime during the timeframe (B)(6) 2013, she laid down around nine o'clock in the morning and then awoke around eight o'clock that night. The patient reported she had lost consciousness during that time and had been from a low. The patient reported her liver must have kicked in and given her glucose to awaken her. The patient's finger stick reading was at 100, and was not sure what the continuous glucose meter (cgm) was showing. Patient had cold sweats during the time she was unconscious. Patient does not report hearing anything from the cgm while she was unconscious. The patient did not report any medical intervention. Patient reported to being fine as her current condition at the time of the report.

Manufacturer narrative:
Unknown if patient was taking prescription prilosec (omeprazole) or prilosec otc (over the counter) medication.